Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed an occlusion alarm during a bolus on 04/05/2014. A review of the alarm history showed occlusion alarms. No occlusion alarms or any other alarms occurred during testing. An occlusion alarm was stimulated; the pump gave the appropriate visible and audible alert. The alarm history recorded the information at the correct time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump had emitted an occlusion alarm that was not recorded to the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.